Event description:
It was later reported, the right implantable neurostimulator (ins) got infected 6-7 months prior and had to be removed. The patient had served 10 days in jail during this time and the jail staff did not treat the patient for infection. When the patient got out of jail, the health care provider (hcp) informed him that "the ins had to come out right away." Follow up reported, the patient was still having concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. It was also noted, the patient had concerns with their device or therapy but had not sought further help. It was unclear whether the patient was working with their hcp or representative and if the concern was with the explanted device or the device that remained implanted. It was noted there was an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that the right side implantable neurostimulator was sore and leaking or oozing "some sort of fluid." The neurostimulator had previously been set at 1 or 2 volts and was turned up to 6-7 volts but the patient could barely feel it. The left side system was working fine. Additional information received reported the neurostimulator and lead were explanted due to infection. Neither the explant date nor the patient outcome were provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot # v767679, implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information received from the doctor's assistant reported that the right device was removed on (B)(6) 2011. It was stated that there was no reference to an infection in the doctor's notes. It was reported that the patient was last seen by the health care provider on (B)(6) 2012. The reporter stated that they assumed the infection had cleared and the patient had recovered. There was no culture done. It was stated that the patient outcome from the infection was that they recovered without sequela. Please refer to manufacturer report #3004209178-2012-12058 for information on an event related to the patient's left device.

Manufacturer narrative:
Product ID 3093-28, lot# v767679, implanted: (B)(6) 2011, product type lead; product ID 3093-28, lot# v767679, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient.